Event description:
It is reported by pt's attorney that pt underwent left total hip replacement in 2000. Pt was revised in early 2001, after a dislocation and falls of 2000 and early 2001. Post-op, pt experienced pain and an x-ray in 2006, revealed fracture of the femoral component of the hip prosthesis. Pt was revised on approx two months later, wherein the femoral components were removed.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Eval summary: no product, x-ray or pictures of the explanted device have been returned for analysis. No traceability info (item number and lot number) of the products used during primary surgery or revision surgery are provided. It is also mentioned on the per that the pt is obese. No cause analysis is possible with the available info. Cause cannot be definitively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot number required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.